Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, it likely the performance of an electrical or electronic component was found to be inadequate. The most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited failed flicker check for image. There was no patient involvement.